Event description:
The patient was implanted with an scs system including an ipg on (B)(6) 2010. It was reported that she fell, and since that time, she has lost stimulation and is unable to establish communication with the ipg. An appointment has been scheduled for further interrogation of the patient's scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.